Event description:
It was reported that the epg (external pulse generator) turned off while in use on a patient. The epg was restarted and then switched out. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release and lead flex cover were contaminated, the ring was bent, the battery drawer was broken and the keyboard pad was cosmetically damaged.